Event description:
The pharmacist contacted lfs on (B)(6) 2012 alleging that the patient had obtained inaccurate readings with the control solution. The patient mentioned that the alleged high readings started about a month ago. A medical surveillance specialist (mss) sent follow up questions; however, was unsuccessful in getting a hold of the patient. The lot of test strips and the control solution was opened and from the pharmacy. So the test strips were in good condition and not expired. The pharmacist mentioned that the patient had obtained various results with the control solution such as 127mg/dl and 134 mg/dl and thought it was not correct . Customer service explained to the patient that she needs to compare the results she obtained using the control solution to the range on the vial of test strips. The test strips fell within range with the test strips and control solution used in the pharmacy. The pharmacist mentioned since she felt that the meter was not giving her accurate readings since the nurse in charge compared the patient's meter to her accucheck meter. The pharmacist did not have any details on the results she had obtained on either devices; only that there was a 20 mg/dl difference. Due to the alleged issue, the nurse adjusted the patient's insulin and at an unspecified time later the patient developed hypoglycemic symptoms. Products were replaced and requested back for investigation. The complaint is being reported since the pharmacist mentioned that due to the alleged high readings, the nurse adjusted the patient's insulin and later the patient developed hypoglycemic symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.